Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event, and user alleged that the eversense sytem did not provide alerts. The patient had symptoms but was in control and took dextrose to rise glycemia level.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation, it was found that the lowest sensor glucose reading recorded by the system was 88 mg/dl at 1:36 am cet on 16th of march. Since the sensor glucose reading did not cross the low alert threshold, the system did not assert a hypoglycemia alert. Further analysis of the system showed there was a temporary shift in the optical channel which can cause some mismatch of the sensor glucose reading. The user self-managed the hypoglycemia event by taking dextrose and recovered afterwards.